Manufacturer narrative:
Continuation of d10: product ID 97745nt serial (B)(6) implanted: explanted: product type product ID 97745nt serial (B)(6) : product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial:(B)(6) , (B)(4) ; product ID: 97745nt, serial (B)(6) , (B)(4).medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device.  The reason for call was patient reported that they dropped the controller and it broke. Patient stated that the controller won't turn on anymore. Patient did not see any visible damage to the battery. The patient confirmed they did see physical damage as both the top and bottom of the controller: casing splitting. The issue was not resolved. An email was sent to the repair department to replace the controller. Patient called back and stated that they got the replacement controller but it doesn't seem to be working right. Patient explained that they put their battery pack into the controller, but the controller did not power on. Patient then connected the controller to the ac power supply, and the controller did power on. Patient stated once they disconnect from the ac power supply, the screen shuts off again. Agent had patient remove the battery pack and plug the controller into the ac power cord; confirmed controller powers on. Patient inserted the battery pack but the green light did not come on. Patient confirmed the battery pack was fully and properly seated. Patient denied any visible damage to the battery pack or controller compartment. Patient tried inserting aa batteries into the controller, and the controller did power on. Patient noted that they put the battery pack into the original controller, and it shows that the battery pack is fully charged. An email was sent to repair to replace the controller and battery pack.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) product type product ID 97745nt serial# (B)(6) product type product ID 97745bp serial# (B)(6) product type accessory h3:analysis of the 97745nt controller (ptm) (serial number (B)(6) revealed broken/cracked lcd. H3:analysis of the 97745nt controller (ptm) (serial number (B)(6) revealed complaint was unable to be verified, found no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory h3:analysis of the 97745bp battery pack (bp) (serial number (B)(6) ) revealed battery pack wont change in a known good unit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient weight obtained.